Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture and separation was confirmed. Based on visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause for the reported balloon rupture could not be determined; however, the separation is likely the result of operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a fistula-gram procedure. The 6 x 40 mm armada 35 balloon catheter was advanced without issue and inflated to nominal pressure; however, the balloon ruptured. The balloon catheter was removed, but during removal, the balloon separated while being retracted into the sheath. No resistance was noted. The guide wire was cut, and the separated portion of the balloon was removed with the guide wire. A new guide wire was advanced and the procedure was continued successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.